Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had hardware failure and drawer 3.1 and 3.2 was not detected on bus. User tried to recover and reboot the station but failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1, 3.2 and device not detected on bus. A field service engineer (fse) power cycled the station and reseated the pyxis-bus cable on auxiliary half height drawer 3.1/3.2 between reboot intervals. The system functioned as intended after the field service engineer repaired the device.